Manufacturer narrative:
The reported event could be confirmed, since the device was not returned for evaluation, however confirmation was based on medical opinion requested for provided x-ray image. The device inspection was not possible as the product was not returned for investigation. However, based on provided image of x-ray and blueprint case study below is noted by medical expert: "postoperative imaging confirmed osteosynthesis of the fracture, these fractures are not typically the result of surgical error but rather an inherent biomechanical challenge of rtsa. The revision surgery was successfully executed in accordance with the preoperative planning with blueprint. The procedure addressed an acromial stress fracture, particularly in elderly patients where bone resilience may be compromised due to increased deltoid muscle tension." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed due to an acromial stress fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed due to an acromial stress fracture.